Event description:
It was reported that the surface of zimmer air dermatome ii handpiece had cracks and blisters in various areas. The device in question has been in use for a couple of months after the last repair for the same reason. Sales rep has verified that all methods for cleaning and sterilization are validated and correct. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.